Event description:
A surgeon reports that there was a micro-tear in the capsular bag prior to insertion of the intraocular lens (iol). As the lens unfolded, the tear became larger. Add'l info has been requested.